Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized and began treatment with cefazolin (1g, intraperitoneally, daily, for three days) and fortum (1g, intraperitoneally, daily, for three days) for peritonitis. Four days after onset, the patient began treatment with cipro bay (200mg, intraperitoneally, daily. For 15 days) and tienam (1g, intraperitoneally, daily, for 15 days) for peritonitis. Nineteen days after hospitalization, the patient was discharged. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.